Manufacturer narrative:
Manufacturing site evaluation: due to the insulation being predamaged, a flow of power took place between crack in damaged instrument and possibly the trocar. This led to the melting of the insulation. Failure is user-related, the instruments should have been checked before every use. This product had a normal manufacturing process and no defects were observed. There are no product deviations for this product.

Event description:
Country of complaint: (B)(6). Insulation of instrument melted away and patient was burned on the lip.